Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 212mg/dl at the time of the incident. The customer reported that the transmitter does not seem like it's holding charge for the full 6 days. The customer reported that there was crack on the casing, missing chip, and two extra pieces missing off the insulin pump. The reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No weak signal alarm noted during test. Device received with broken belt clip slot, cracked reservoir tube lip and cracked battery tube threads.